Manufacturer narrative:
A medical review will be performed based upon the information provided. A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The is a complaint that relates to a clinical study: (B)(4). It is reported that a revision of a acetabular shell was performed on patient.

Manufacturer narrative:
An event regarding revision surgery for shell loosening involving a trident shell was reported. A review by a clinical consultant confirmed shell loosening and shell malposition. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation:a review of the provided information by a clinical consultant noted that: cup malposition in low anteversion causing impingement and/or overload has caused excessive micromotion at the implant-bone interface and thereby prevented proper bone ingrowth fixation of the device. Additional adverse effect by excessive leg length has magnified clinical symptoms leading to revision surgery. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low anteversion causing impingement and/or overload has caused excessive micromotion at the implant-bone interface and thereby prevented proper bone ingrowth fixation of the device. Additional adverse effect by excessive leg length has magnified clinical symptoms leading to revision surgery. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The is a complaint that relates to a clinical study: (B)(6) study. It is reported that a revision of a acetabular shell was performed on patient.